Event description:
On (B)(6) 2011, patient's trainer reported the infusion device's check button is not responding while the patient is attempting to go through the change the cartridge function and when pressing the button to return the piston rod. Trainer stated the patient is not able to get the button to respond after the first time pressing it. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.